Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15240. Reference MFR report: 1627487-2015-15241. Follow-up information indicated surgical intervention took place on (B)(6) 2015 and the patient's ipg and extension headers were repositioned. The patient indicated the pain is improving since the repositioning.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15240. Reference MFR report: 1627487-2015-15241. It was reported the patient experienced pain at the extension header site. The physician recommended repositioning the ipg and extension headers and surgical intervention may take place at a later date.